Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited loss of capture (loc). A temporary pacemaker system was implanted. Subsequently, this rv lead was successfully repositioned. After the revision procedure, oversensing and pacing inhibition was noted. Technical services (ts) was consulted and provided reprogramming recommendations to adjust sensitivity. No additional adverse patient effects were reported outside the revision procedure.